Manufacturer narrative:
The closure top, photos, x-rays, and the torque handle used to install the closure top were not returned for evaluation. Without an evaluation, no results are available and no conclusions can be drawn. However, this closure top was installed prior to the recall of the torque limiting handle and final driver (3012447612-05/10/2017-001-r.), so it's possible that the handle was malfunctioning and did not tighten the closure top adequately, but this cannot be proven. The lot numbers are unknown so the dhrs are unable to be reviewed.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated post-operatively about one month after being installed. The closure top was removed and replaced with an alternative closure top. There were no further patient impacts reported.